Event description:
It was reported that the defib energy select knob was broken. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported problem. The knob was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.